Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by a spain affiliate, during preparation and assembly of a 23mm sapien 3 ultra valve, the hospital staff observed a break in one of the leaflets. The valve was discarded and a new 23mm sapien 3 ultra was used. The new valve was successfully implanted.

Manufacturer narrative:
Correction to h6 based on additional information the returned device was visually inspected for any abnormalities and the following was observed: one (1) leaflet appeared cut/torn on leaflet cp2, and cur/tear edges appeared clean cut and straight. The cut/tear was approximately 5mm in length. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve damaged was confirmed based on returned device provided for evaluation. During manufacturing process, all sapien 3 ultra valves are multiple 100% visually inspections for leaflet tear. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'during the preparation and assembly of a 23mm sapien 3 ultra valve, the hospital staff observed a break in one of the leaflets'. Per returned device evaluation, the leaflet tear appeared cut/tear with clean edges, so valve/leaflet was likely contact with some sharp tool. Since the cut/tear was noticed after valve rinsing process. Which could potentially occur during device preparation or valve removal from the jar. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.